Event description:
It was reported that the pt underwent a tlif decompression and fusion l4-5, bilateral facetectomies, superior facet at l5 removal due to continued pain. One day post-op, the pt developed tachycardia and low oxygen levels and was diagnosed with hypovolemia. Post-operatively, the pt developed radicular pain symptoms in the right lower extremity. Pain was treated with neurontin, sacral acupuncture, bilateral (B) (6) with electric stim x 30 mins. An MRI three days post-op showed no significant lesions. The pt was given dexamethosone. At the time of discharge, the pain was controlled on oral medications. Additionally, during the pt's hospitalization, a testicular nodule was noted.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.